Manufacturer narrative:
Concomitant medical products: 419478, lead, implanted: (B)(6) 2012; dtba2d1, crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high and varying impedance, non-sustained oversensing, and noise on the right ventricular (rv) lead, which triggered a lead integrity alert (lia). The lead was reprogrammed and then programmed off along with detections. The lead remains in use; however, the plan is to downgrade the patient to a cardiac resynchronization therapy pacemaker (crt-p). No patient complications have been reported as a result of this event.